Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the brachial vein with tortuosity. During insertion of the balance middleweight (bmw) guide wire into the sheath, resistance was met and force was applied. The guide wire separated at the mid core. A snare device was used to remove the separated portion. The procedure was completed with another device and access sites were changed. There were no adverse patient sequela and there was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It was reported that when advancing the guide wire into the sheath, resistance was met and force was applied. It should be noted that the hi-torque guide wires instructions for use (IFU) states: do not push, auger, withdraw or torque a guide wire that meets resistance. In this case, it is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment and removal of foreign body appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.